Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on the metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 40,226 joules of use and 8:57 minutes, "when surgeon rotated laser fiber, laser fiber end did not turn" was observed. The fiber was exchanged and the case was completed with the second fiber. There was no injury to patient reported.